Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via log file analysis since this controller was running using an older software version that does not have the capability to identify the individual batteries connected to the controller. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a depleted internal battery that was leaking, making this controller unable to sound an audible alarm in case of pump disconnection or power outage. The confirmed malfunction is not related to the reported event (power switching). An internal investigation has been opened to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a "controller fault" alarms while re-entering the house after letting his dog use the bathroom. The patient contacted the vad coordinator who advised the patient to come to hospital. Upon arrival a second "controller fault" alarm had not yet resolved. The patient reported feeling "a little bit fatigued but not short of breath". Physical assessment and doppler pressures were normal. The patient was connected to the monitor and the "controller fault" alarm went off again. Inspection by hospital staff noted that the controller felt warm to the touch, but was not hot enough to warrant concern. The patient was advised to allow the controller to "breathe" whenever possible to prevent overheating. Hospital staff continued with extensive interrogation of the controller but was unable to successfully resolve the alarm. The controller was exchanged with no reported effect on the patient. There were no alarms following the exchange and log files & waveforms remained within normal parameters. The patient was monitored for another ten minutes and then sent home. He has not reported any issues since the exchange. Of note, the patient denied dropping the controller and "there are no visible indications or damage present after visual inspection of the device. Investigation is ongoing.